Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the threshold and impedance measurements on the right ventricular (rv) lead had increased. Additionally, loss of capture was observed. During the device replacement procedure, the rv lead was tested through the pacing system analyzer and all measurements were appropriate. When the rv lead was re-connected to the device, the measurements were again high. As a result, the device was explanted and replaced. The rv lead measurements with the new device were appropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.